Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a ground wire in the ECG "c&d" cable was broken from the connector. The root cause for the broken wire was excessive force. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was displaying check therapy pad messages.